Manufacturer narrative:
The customer declined the option to have the reported glidescope bflex 3.8 bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the issue could not be determined. The complaint history records for lot number fr211000 was reviewed and analyzed with no similar complaints related to this lot number. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 bronchoscope, they were unable to articulate the distal tip of the scope due to a kink in the bronchoscope. The customer stated that the damage was located where the tube and tube retainer meet on the bronchoscope. An unspecified delay in the procedure occurred as a backup bflex 3.8 bronchoscope was obtained. No harm to the patient or user was reported.